Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump and visited the emergency room. The reporter stated that the patient had a blood glucose of 65 mg/dl and experienced a seizure. While in the emergency room, the patient as allegedly treated with intravenous fluids. The reporter was unable to troubleshoot the cause of the alleged hypoglycemic event with a customer technical support representative at the time of the call. This complaint is being reported because the patient experienced a hypoglycemic event and visited the emergency room while on the pump.

Manufacturer narrative:
Follow up #1 06/10/2016 device evaluation: the pump has been returned to animas and evaluated on 05/13/2016 with the following findings: the pump¿s black box showed a pump reboot event on (B)(6) 2016 at 06:23 and deliveries resumed at 12:00. The last bolus delivery was a 1.65u bolus on (B)(6) 2016 at 12:55. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was able to perform the prime sequence with no issues observed. The pump passed a delivery accuracy test and was found to be delivering within the required range. No delivery interruptions or alarms occurred during the investigation. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).